Event description:
The customer reported that the unit gives backup alarm failure error. The customer reported that the unit was not in use on patient at the time of the reported event. There was no report of patient or user harm. The customer contacted product support and reported that the backup alarm does not activate, and it is among other errors detected in one of the ventilator cards. Product support advised that it is necessary to change this card and make corresponding adjustments and checks. Replacement of the cpu pcba was recommended.

Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Manufacturer narrative:
The cpu board was received for investigation. Failure analysis on the returned cpu board shows that the braid copper wire shorted to the silver plate side (base) and brass plate side (gnd) in the ls1 buzzer and generated the backup alarm failure diagnostic code.

Manufacturer narrative:
The field service engineer (fse) replaced the cpu pcba to address the reported issue. The configuration was carried out by restoring the options and modes previously installed in the equipment, and the unit is operational.